Event description:
The customer reported a loss of live image. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and discussed troubleshooting the system and determined that the reported problem could not be reproduced. The customer will contact the ge representative if the problem recurs.